Manufacturer narrative:
This report captures the pump failure. As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a second intervention was carried out in (B)(6) 2025 due to pump failure. During the intervention, the urethra was perforated, making it impossible for the surgeon to re-implant a titan with a guarantee against infection. It was therefore decided to address the urethral perforation in a second procedure before implanting a new prosthesis. On (B)(6) once the urethra had been treated, it was decided to place a new implant. During the attempted implantation, the surgeon encountered significant fibrosis, and it was appropriately decided to implant a genesis.